Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic back pain. Concurrent conditions included depression, acid reflux (oesophageal), varicose veins (right leg), edema, scoliosis, venous insufficiency, major depression, post coital bleeding, libido decreased, irregular periods, uterine cervical metaplasia, paratubal cyst and fibrosis. Concomitant products included eugynon (trivora) for menstrual irregularity as well as amitriptyline hydrochloride (elavil), ergocalciferol (drisdol), paracetamol (tylenol) and terbinafine (lamisil). On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("pain during sex"), weight increased ("weight gain"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), food allergy ("allergy to certain foods/ beer"), migraine ("migraines"), amnesia ("memory loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), headache ("headaches"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), hormone level abnormal ("hormone levels were elevated/low"), irritability ("irritability"), dry skin ("severe dry/flaking scalp"), urinary tract infection ("would get utis or uti like symptoms"), skin exfoliation ("flaking of scalp"), fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficient"), hepatic enzyme increased ("liver enzyme elevation"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), arthralgia ("joint pain") and pain ("body aches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and pain had resolved and the autoimmune disorder, rash, headache, menstruation irregular, alopecia, dyspareunia, abdominal distension, weight increased, hormone level abnormal, irritability, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, food allergy, dry skin, urinary tract infection, skin exfoliation, migraine, amnesia, dysmenorrhoea, fatigue, vitamin d deficiency, hepatic enzyme increased, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, headache, hepatic enzyme increased, hormone level abnormal, irritability, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, rash, skin exfoliation, urinary tract infection, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had a need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), hormone levels were elevated/low, irritability, abnormal bleeding (general), nickel allergy, allergy to certain foods/ beer, migraines, memory loss, severe dry/flaking scalp, would get utis or uti like symptoms, flaking of scalp, fatigue, vitamin d deficient and liver enzyme elevation, abdomen pain, cramping, joint pain and body aches. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune issues') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain. Previously administered products included for an unreported indication: trilevlen. Concurrent conditions included depression, acid reflux (oesophageal), varicose veins (right leg), edema, scoliosis, venous insufficiency, major depression, post coital bleeding, libido decreased, irregular periods, uterine cervical metaplasia, paratubal cyst and fibrosis. Concomitant products included ethinylestradiol;levonorgestrel (trivora) for menstrual irregularity as well as amitriptyline hydrochloride (elavil), ergocalciferol (drisdol), paracetamol (tylenol) and terbinafine hydrochloride (lamisil). On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash, rash hands and feet"), alopecia ("hair loss"), dyspareunia ("pain during sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), food allergy ("allergy to certain foods/ beer"), migraine ("migraines / headaches"), amnesia ("memory loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), irritability ("irritability"), dry skin ("severe dry/flaking scalp, dry patch in scalp"), urinary tract infection ("would get utis or uti like symptoms"), skin exfoliation ("flaking of scalp"), fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficient, low vitamin d"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping/ cvramp like pain on my left side"), arthralgia ("joint pain"), pain ("body aches"), mood swings ("hormonal changes describe: mood swings"), hair growth abnormal ("hormonal changes describe: increase of hair") and sensation of foreign body ("lump feeling in throat") and was found to have hormone level abnormal ("hormone levels were elevated/low"), hepatic enzyme increased ("liver enzyme elevation") and blood testosterone increased ("hormonal changes describe: high level of testosterone"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and pain had resolved and the genital haemorrhage, autoimmune disorder, rash, menstruation irregular, alopecia, dyspareunia, abdominal distension, weight increased, irritability, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, allergy to metals, food allergy, migraine, amnesia, dry skin, urinary tract infection, skin exfoliation, fatigue, vitamin d deficiency, hepatic enzyme increased, abdominal pain, abdominal pain lower, back pain, mood swings, hair growth abnormal, blood testosterone increased and sensation of foreign body outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, blood testosterone increased, dry skin, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, hair growth abnormal, hepatic enzyme increased, hormone level abnormal, irritability, menorrhagia, menstruation irregular, migraine, mood swings, pain, pelvic pain, rash, sensation of foreign body, skin exfoliation, urinary tract infection, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had a need for additional surgery. The only information extracted was aka for name diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:lump feeling in throat. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received events "¿lower back pain, hormonal changes describe: mood swings, increase of hair, high level of testosterone, lump feeling in throat¿ were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), headache ("headaches"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), dyspareunia ("pain during sex"), abdominal distension ("bloating"), autoimmune disorder ("autoimmune issues") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, headache, menstruation irregular, alopecia, dyspareunia, abdominal distension, autoimmune disorder and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune disorder, dyspareunia, headache, menstruation irregular, pelvic pain, rash and weight increased to be related to essure. The reporter commented: she had a need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.